Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin. Net transmission with the pacemaker in backup vvi operation. The patient was seen at home and her device was restored to normal function successfully. The patient was asymptomatic.